Event description:
On approximately (B)(6) 2015, the patient reported to the hospital with what appeared to be baclofen withdrawal symptoms. The physician tried to aspirate the catheter, but could not do so, so he took the patient to surgery to revise the catheter. In the or (operating room), the catheter aspirated easily and 2cc of fluid was aspirated. A catheter dye study and roller study were performed and both were normal indicating no issues with pump or catheter. The physician decided to refill the pump in the or in order to eliminate any issue with the drug. The device system was delivering compounded baclofen (3000 mcg/ml) and morphine (30 mg/ml). The drug was removed from the pump and a reservoir rinse was performed. The new drug was placed in the pump and a back table prime was done in order to push the old drug out of the internal tubing. The new drug was compounded baclofen (3000 mcg/ml) only. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).